Event description:
The facility reported to our international affiliate that the product broke near the 3-way stopcock. The breakage was quickly discovered and bloodloss was averted. As the replacement unit was being primed, it broke in the same place. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a562 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by an affiliate. The finished product is further assembled, packaged and sterilized by smiths medical international. One sample was received with the male luer lock (mll) separated from the tubing. Visual examination of the solvent ring indicated that solvent had been properly applied and that the tubing had been fully seated into the mll. The tubing measured within specification. No manufacturing issues were noted that would have contributed to a separation. Smiths was able to confirm the issue; however, no root cause could be determined. This issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.